Event description:
It was reported that the healthcare professional (hcp) requested an evaluation of whether this right atrial (ra) lead should be revised during a planned generator replacement procedure. Technical services (ts) reviewed the device data and noted a gradual rise in ra pacing impedance from approximately 400 ohms five years prior to approximately 2500 ohms. Atrial undersensing was observed, and ts suspected possible lead calcification. Ts advised that the ra lead may remain in service if clinically appropriate, with consideration to adjust impedance alert limits on the replacement device. No adverse patient effects were reported. This ra lead remains in service.